Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that insufficient clinically relevant documentation was provided to perform a thorough medical assessment and the x-ray findings are limited due to the reflection of the background image and the image quality. Although it can¿t be concluded if these findings are associated with the reported anterior knee pain, the very slight degree of flexion of the femoral component and possible tibial base plate micro-motion may have contributed to the reported reason for revision. The patient impact beyond the reported pain and the revision surgery itself cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
Patient complained of anterior right knee pain. The primary femoral component, and insert was removed and replaced with a legion primary femoral component and the insert changed as well.